Event description:
Boston scientific received information that during the device check three days post-implant, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead exhibited loss of capture at maximum pacing outputs. Sensing was acceptable, and pacing impedance measurements had decreased significantly. It was not known if a chest x-ray had been reviewed prior to discharge, but the clinician reported the physician did not believe there had been a significant change in lead positioning. The patient was sent home. The field representative reviewed possible programming options and the clinician planned to discuss it with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information. A lead revision procedure was scheduled. On the day of the procedure, the device was checked and rv capture was observed. Rv pacing and sensing were appropriate, and pacing threshold measurements were high but acceptable. The lead revision was not performed and the lead and device remain in service. It was not reported to a boston scientific field representative, but was noted in the patient's chart that a microdislodgement of the rv lead was suspected to be the cause of the loss of capture observed previously and for the high pacing threshold measurements observed at the device check. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.